Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a compromised force sensor system alarm while changing the reservoir. Customer's blood glucose was 167 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked reservoir tube lip. The insulin pump alarmed prime during the prime test due to protruded/loose drive support disk. The motor error alarm during basic occlusion test due to protruded/loose drive support disk.